Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the patient was hospitalized for high blood glucose. The customer¿s nurse reported that the patient had a pump that was not working. The patient was at home when her blood glucose was 600mg/dl. She took her pump off and went to the emergency room. The pump was not alarming at the time of call. The customer had received multiple power loss alarms when batteries were out of the pump less than 10 minutes. She had calibration alarms and 2 power loss. The patient was advised to call back to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.